Event description:
Information was received indicating that this ambulatory infusion pump was programmed at the incorrect rate. The patient noticed that this pump was programmed at 10 milliliters when their previous pump was programmed at 3.5 milliliters. The patient was advised to contact their physician. No adverse patient effects were reported.